Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The end user states the unit is very loud but barely dispensing the meds.